Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were "hi" and 85 mg/dl. Calculations were done with 600mg/dl for one touch profile "hi" reading and 85mg/dl tests were done within 10 minutes. Patient is not using check strips for tests. Patient did not experience any adverse events. No further information has been reported.